Manufacturer narrative:
Subsequent information from the local field representative (fr) indicated that the lead had fractured. The patient had been pulling a tire off of a golf cart and the tire hit him in the chest. The lead was explanted and is to be returned for analysis. There were no additional adverse patient effects.

Event description:
Boston scientific received information that a latitude red alert was generated for a high, out of range right ventricular pace impedance measurement. A request for additional information has been made. No adverse patient effects were reported. As of today, the system remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.